Event description:
The technologist was changing the collimator on a dual head gammacamera, iusing the "change collimator" menu. When the gantry started to rotate into acquisition set-up, the collimator unhooked from the detector and struck the leg of the scintibed.there was no personal contact with patient or technologist, and no injuries involved. The foreign manufacturer reported the incident.device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.